Event description:
It was reported the device was subject to the decrement test field action issued by abbott on 10 march 2022. The patient was stable and no patient issues were noted.

Event description:
New information notes that the software version on the merlin programmer was updated.